Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of report: 12sep2018. Updated contact name. Date received by manufacturer: 5apr2018. Parts were replaced and the unit now functions to specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.